Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guide wire: soft, sion blue, fielder fc. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, 90% stenosed, de novo, proximal to mid left anterior descending (lad) artery, after inflation of a 2.0 x 15 mm non-abbott balloon dilatation catheter (bdc) the intravascular ultrasound (ivus) was performed. A 2.5 x 15 mm voyager nc bdc was delivered, however, the balloon did not inflate. The device was removed from the anatomy without issue and the non-abbott bdc was used and inflated again. A non-abbott stent was deployed and post dilatation completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.